Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the patient's ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to resolve the issue. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.